Manufacturer narrative:
The serial number of centrimag console is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that centrimag (cmag) system flow stopped with corresponding "system failure" alarm on device. Cmag circuit transferred onto back up device. Device taken out of service and reported to supplier for diagnostic and repair if required. The cause of the event is unknown. This event is also reported under MFR #2916596-2020-00827.

Manufacturer narrative:
Manufacturer's investigation conclusion: the returned centrimag motor (sn (B)(6) was evaluated and tested by the european distribution center (edc) service depot. Visual inspection of the motor's connector revealed three bent pins (pins 11, 13, and 14) in the motor's connector. Due to this damage no further testing could be performed and the motor was scrapped. Although the report of a system failure alarm could not be confirmed nor reproduced during testing, the observed connector damage has the potential to result in atypical alarms and system behavior. The root cause of the observed damage could not be conclusively determined during the investigation, but appeared to be a result of handling. Reports of similar events will continue to be tracked and monitored. Centrimag motor instructions for use (IFU) , under section titled "warnings", states "prior to use inspect the centrimag motor, jacket, cable, console connector, and locking mechanism for damage. If any component is damaged do not use the centrimag motor. No further information was provided. The manufacturer is closing the file on this event.